Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11july2019. The field service engineer (fse) replace the flow sensor. Failure analysis on the returned gas delivery system (gds) shows that the gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During performance verification test (pvt) the unit is failing the flow accuracy test. The customer reported there was no patient involvement.